Event description:
The manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, at a third-party service center the customer complaint of pixel issues was confirmed. Error codes were recorded in the device event log. The technician recommends replacing the system board to address the issue. The device was visually inspected and found no evidence of foam degradation. In addition, dust and dirt was observed in unit. The device was reworked due to old sdm at dc1 it was resolved by adding a new sdm. The technician confirmed the primary identification label and labeling used for each production/service unit was not in compliance. The newly created label as per the specification and the information is accurate with the old label. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.